Event description:
IV remodulin pt- patient provided (B)(4), which falls in between the range of affected cassettes. Patient states that she has been short winded, endured moderate/severe headaches not alleviated by tramadol (prescribed to her for the headaches), and leg pain for a few days. Also added that she is experiencing "pain at port site" (on right side of body) per patient. Pt was hospitalized due to these symptoms. Date of admission not provided. Pt is currently in hospital per rph note from (B)(6). No further information provided. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the patient? - yes. Did the product issue cause or contribute to patient or clinical injury? - yes. If yes, was any medical intervention provided? Pt. Currently hospitalized. Is the actual device available for investigation? - unknown. Did we replace the cassette? ¿ yes. Did the patient have additional cassettes they were able to switch to? Unknown, pt. In hospital. If yes, was the patient able to successfully continue their infusion? ¿ yes. (B)(6) by: patient caregiver.